Manufacturer narrative:
(B)(4) ¿ extended surgery time. Preliminary reporting upon receipt of three polyaxial screws revealed the following: one 8x45 screw with a screw shank stuck in vertical position and unable to swivel at the ball on the tulip head; another 8x45 screw showed no apparent defects; and an 8x50 polyaxial screw was returned with a head that had become doslodged from the screw shank. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that one polyaxial screw; the screw shank had become stuck in a vertical position not allowing the polyaxial ball to swivel in the tulip head. The other polyaxial screw noted no defects. A review of the device history record for the viper cannulated polyaxial screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the viper cannulated polyaxial screw was conducted on the product family from this complaint because of a similar bottom loading geometric design and functionality of the tulip head. Review of complaints found no significant trends. The root cause of the poly screw shank becoming stuck in a vertical position cannot be determined. It is inconclusive at what point in the procedure that this may have occurred. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.

Event description:
The incidents in this report are associated with the devices reported in MFR report #s 1526439-2014-11241, 1526439-2014-11242, and 1526439-2014-11243. It was reported that a patient underwent an l3 to s1 posterior lumbar fusion procedure. The physician began by cannulating the s1 bilaterally to inert the viper polyaxial screws. Guidewires and navigation were placed line to line with a tap upon which the screws and towers were loaded. As the surgeon was inserting the first 8x45 screw into the s1, there was a great amount of resistance approximately 10mm short of fully seated. It was noted that the driver seemed fully disengaged and was spinning without resistance when the driver handle was tugged. The driver pulled out along with the screw head in the tower with the screw shank missing. The shank was extracted with a hex lobe driver. Another of the same screw was taken and inserted to approximately 10 mm from full insertion when a squealing noise was heard, indicating another implant break. The screw was removed and the process was repeated with yet another of the same implant failing in the same manner. A potential 4th device failure was reported. The sales representative suggested retapping the s1, as the patient's sclerotic condition may have been preventing full advancement of the screw. The physician then requested an 8x50 screw to be loaded which was able to be successfully implanted into the s1 without further difficulties. The procedure was completed with 45 minutes delay.